Event description:
It was reported that during testing prior to a procedure, the device heated up. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The rotor and bearings were found to be warn, both the rotor and bearings were replaced. The drill was repaired and returned to the user facility.